Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported malfunction of "constantly alarms after 10 seconds when one turns the device on to infuse" confirmed and reproduced. The root cause was attributed to a defective motor. The motor was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause were depleted main batteries. The main batteries and harness have been replaced.

Event description:
The facility representative reported an infusor pump to baxter with a condition of constantly alarms after 10 seconds when one turns the device on to infuse. This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter, it was discovered that an intermittent alarm occurred after the device started to infuse. No patient involvement was reported. No additional information is available.